Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a vitrectomy probe cut intermittently and therefore ineffective. The probe was changed, but the result was the same. There were no patient incidences. Additional information has been requested, but no further information has been received to date.

Manufacturer narrative:
The customer did not request service for the system. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Based on the information obtained for this investigation, the reported event is unable to be confirmed and the root cause is unable to be determined conclusively. The vitrectomy probe was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two vitrectomy probes cut intermittently and therefore inefficiently. The probe was changed, but the result was the same. There were no patient incidences. The number of patients involved is unknown. Additional information has been requested, but no further information has been received to date.